Event description:
Customer reported they accidentally delivered too much insulin. The customer's blood glucose (bg) level subsequently displayed as ¿low¿; however, a specific value was not provided. Customer drank juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.